Event description:
The physician attempted an arteriotomy closure with the closer tsl 6 fr. Device. The device was inserted and the guide broke at the connection to the sheath, causing the foot to become partially deployed. The device could not be removed. The pt was being sent to the operating room for bypass surgery, so the surgeons removed the device while in surgery. The perclose rep witnessed the device removal and reported that the procedure went well. He has not heard of any further clinical sequelae in the weeks that have passed since the surgery. According to the perclose rep, the device is still in risk management at the hospital is unlikely to be returned to perclose.